Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the reason for return which was that the touch screen was faulty and the stylus was unable to be calibrated. It was further noted that the stylus as well as the upper bullet were broken, the paper drawer was missing and a software error was found in the update history. The touch screen as well as the stylus were replaced, the paper drawer was added as was printer paper, the bullet was replaced, updated software was installed and the device was cleaned. It then passed electrical safety and all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer's touch screen was faulty and that its stylus touch pen would not calibrate. The programmer was returned for service. No patient complications have been reported as a result of this event.